Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (same lot) implanted as part of his scs system. It was reported the patient was involved in a motor vehicle accident on (B)(6) 2017. Thereafter, the patient met with an abbot representative and diagnostic testing revealed high impedance reading on one of the patient's lead contacts. The physician suspected the patient may be experiencing myelopathy. As such, the patient was sent to the hospital for further testing. The patient may also need an MRI performed. Consequently, the patient may undergo surgical intervention to address the issues.